Event description:
According to the available information, the patient is seeking possible fluid removal from a prosthetic testicle one year after it was surgically implanted. The goal would be to reduce excessive firmness of the implanted testis and make it feel a bit more natural.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.